Manufacturer narrative:
The field service engineer (fse) found the sample and reagent tubing was kinked and out of the pulley. The fse returned the tubing to the pulley. The fse checked the reagent lids for moisture and the probe voltages which were acceptable. The sample integrity was acceptable. The investigation determined that the issue was caused by the kinked sample and reagent tubing. The investigation determined the issue was resolved by returning the tubing to the pulley. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable results for 4 patient samples tested for elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer. For patient 1 at 00:59 the initial result was 10.75 pg/ml. At 01:04 the repeat result was 105.3 pg/ml. At 01:24 the repeat result was 103.5 pg/ml. For patient 2 at 04:02 the initial result was 11.31 pg/ml. At 04:07 the repeat result was 111.7 pg/ml. At 04:19 the repeat result was 110.1 pg/ml. Patient 2 was an (B)(6) female with a date of birth of (B)(6). For patient 3 at 05:40 the initial result was 12.67 pg/ml. At 05:52 the repeat result was 22.78 pg/ml. At 06:41 the repeat result was 12.53 pg/ml. Patient 3 was a (B)(6) male with a date of birth of (B)(6). For patient 4 at 09:39 the initial result was 10.58 pg/ml. At 10:17 the repeat result was 24.54 pg/ml. At 10:38 the repeat result was 24.52 pg/ml. Patient 4 was a (B)(6) male with a date of birth of (B)(6). No questionable results were reported outside of the laboratory. The troponin t hs stat reagent lot number was 34588803 with an expiration date of 31-dec-2019.